Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving compounded baclofen (150 mcg at 68.28072 mcg/day), bupivacaine (30 mg at 13.65614 mg/day), and dilaudid (hydromorphone) (1.5 mg at .68281 mg/day) via an implantable pump for unknown indications for use. It was reported that on (B)(6) 2020 the patient reported difficulty activating their personal therapy manager (ptm). The patient was provided instructions for de-coupling and re-coupling the ptm and pump. That did not resolve the issue. The patient was concerned the pump may have flipped and they reported feeling it shift. No examination was performed as it was a telehealth visit secondary to covid 19.  On (B)(6) 2020 the pump was refilled without any concern of pump inversion. On (B)(6) 2020 the patient denied difficulty activating ptm. The outcome of the event resolved without sequelae on (B)(6) 2020. The device diagnosis was other difficulty activating ptm. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. The event date was (B)(6) 2020. No further complications were reported/anticipated.